Manufacturer narrative:
One device was returned for analysis. Visual inspection showed corroded springs, scratched lens, a worn uso seal, and a peeled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed system fault 46,442. The device was powered on and a functional test was performed and the reported issue was not duplicated. Error code 46442 was noted in the ehl. The cause of the reported issue was undetermined. As a result, the error code was cleared, and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).corrected data: h6: health effects.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed error code number 46442. No adverse patient effects were reported by the customer.